Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿improper material selection/geometry¿. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "direction for use: the physician should select the proper size and length of the guidewire for the procedure being performed. 1. The guidewire is packaged in a protective coil. Hydrophilic coated guidewires require activation of their coating. Prior to removing the guidewire from the protective coil, inject sterile saline through the port to activate the lubricious coating. Remove the guidewire from the protective coil and carefully inspect the guidewire for separation, bends, kinks or a damaged tip. 2. Introduce the guidewire, flexible end first, into the working channel of the endoscopes or percutaneously into the urinary tract. 3. Advance the guidewire slowly into the desired position. Continuously confirm guidewire position either visually or under fluoroscopy. 4. Carefully withdraw the guidewire taking care not to kink." The device was not returned.

Event description:
It was reported that bard nitinol guidewires coating was falling off the surface after the package was opened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that bard nitinol guidewires coating was falling off the surface after the package was opened.